Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-00702. The pt (B)(6) was implanted with a peripheral nerve stimulation system (off-label). It was reported the pt felt tightness in the neck and a tearing/pulling sensation whenever moving his head. Following one such incident, the pt reported a change in therapy coverage and subsequent pocket stimulation. A diagnostic test found both low and high impedance measurements. On (B)(6)2013, the pt went to the hospital complaining of soreness at the ipg site. The area in question was reportedly red, swollen and inflamed. Surgical intervention was undertaken and a hematoma was discovered at the ipg site. In addition, the pt's leads were found to have migrated. Due to these issues, the physician decided to explant the therapy system.